Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #10 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. An augmentation procedure was performed at time of surgery using puros bone and bioguide. The clinician states inflammation at the implant site after placement. An infection was involved in the event. The implant was removed on (B)(6) 2013 due to swelling, mobility. Medical history: no significant findings.